Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy event description: device used for pediatric laparoscopic cholecystectomy. (B)(6) 2024 @approx 15.30 to 16.00. The clip applier was inserted into port. First clip activated and used without tissue. Second clip would not activate fully. Clip applier removed from port and clip dispensed. Third clip activated extra corporeal without issue. Clip applicator inserted back into port. Next clip activated without success. Removed from surgical site, replacement clip applier opened and used without issue. There was no clinical impact to the patient as a result of the event. The user resolved the situation by replacing with new clip applier without further issue. Intervention: replaced with new clip applier without further issue. Patient status: surgery completed, no patient issues.

Event description:
Procedure performed: lap cholecystectomy. Event description: device used for pediatric laparoscopic cholecystectomy. (B)(6) 2024 @approx 15.30 to 16.00. The clip applier was inserted into port. First clip activated and used without tissue. Second clip would not activate fully. Clip applier removed from port and clip dispensed. Third clip activated extra corporeal without issue. Clip applicator inserted back into port. Next clip activated without success. Removed from surgical site, replacement clip applier opened and used without issue. There was no clinical impact to the patient as a result of the event. The user resolved the situation by replacing with new clip applier without further issue. Additional information was provided via email from [name], ama territory manager on 31-jan-2025. "I have contacted the hospital, and based on the information I¿ve received, they have returned the incorrect handpiece. Please find attached the documentation from the hospital. The handpiece marked with the top sticker is the defective one, but it is not the one they sent back. No, they do not have the defective clip applier and yes the one sent back to us is the one used as a replacement for the defective device per the stickers on the hospital documentation." Intervention: replaced with new clip applier without further issue. Patient status: surgery completed, no patient issues.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.